Event description:
A customer reported that the pump housing was cracked and could not continue using it for insulin delivery. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.